Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a cryo procedure the crbs polarsheath steerable sheath was intended to use, the sheath was flushed, and it looked well. Positioning it in the left atrium, and aspirating until blood was in syringe, a bubble at the end of the lumen was observed, before the 3-way stopcock. The 3 way was retired, and they tried to aspirate and hitting to get out the bubble, but it was not possible. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Crbs polarsheath steerable sheath was evaluated by boston scientific. Visual inspection was performed, visible blood was noted on the outer surface of the hemostatic valve, alongside a visual tear despite centered valve slits and puncture. During functional inspection, leak testing was performed, the sheath initially passed functional tests but showed potential for leaks under specific conditions due to the identified tear in the hemostatic valve.

Event description:
It was reported that during preparation for a cryo procedure the crbs polarsheath steerable sheath was intended to use, the sheath was flushed, and it looked well. Positioning it in la, and aspirating until blood was in syringe, a bubble at the end of the lumen was observed, before the 3-way stopcock. The 3 way was retired, and they tried to aspirate and hitting to get out the bubble, but it was not possible. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned to bsc for analysis.